Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received error due to connector resistance issue.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The alarm was recurred within a week of troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.